Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. According to the investigation, probably the plug connection between clv-190 and cv-190 was not connected correctly by the maj-1933 or the device had broken cable. The investigation reported that no device defects or faults were found during the investigation; therefore, no device repair required. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the evis exera iii video system center exhibited b30 scope communication error. There was no report of patient harm or user injury associated with this event.